Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / sharp pains, cramps') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia ("menometrorrhagia"). On an unknown date, the patient experienced depression ("depression"), anxiety ("anxiety") and bipolar disorder ("bipolar disorder"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and menometrorrhagia had resolved and the depression and bipolar disorder outcome was unknown. The reporter considered anxiety, bipolar disorder, depression, menometrorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: that your essure was not in the correct location in both fallopian tubes?: no. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-dec-2019: pfs received : previously reported event "injury to herself" updated to "pelvic pain", depression , anxiety, bipolar disorder , menometrorrhagia", lab data , reporter, patient demographic added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report